Manufacturer narrative:
The device was returned to zoll medical italy for evaluation. The reported malfunction was not replicated or confirmed. The device was put through extensive testing which included functional testing and calibration testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that during a routine shift check by a clinician, the device failed to capture during the pacing test. The complainant indicated that there was no patient involvement in the reported malfunction.